Manufacturer narrative:
The complainant indicated that the lead was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information indicated that threshold went up quite a bit with lead fracture as its suspected cause. No additional adverse patient effects were reported.